Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a broken connector and additionally noted that the upper case was broken and the lower case, hanger assembly, main seal, main label, hanger o-ring and two output connector nuts were contaminated, the keypad was scratched and the display wire was pinched but not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. There was no patient involvement.